Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump just went blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted for off no power alert. The customer was advised to insert new recommended battery and monitor the pump. The customer was advised to call back if issues persist.